Manufacturer narrative:
Upon investigation of the actual device used in this incident found drawer offline. A technical support specialist guided the customer in restarting the cabinet by utilizing the power switch, subsequently rebooted the aio. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were offline. The customer reported that a malfunction occurred when the user attempted to issue medication. There were no adverse events or injuries reported based on this event.